Manufacturer narrative:
The implant remains in the patient. Neither the identifying part number nor lot could be confirmed. The original surgery date has not been provided. A radiograph image confirmed the event. Based on the information provided, the root cause cannot be determined. Labeling review: "warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components."

Event description:
A patient underwent a posterior lumbar interbody fusion procedure on an unknown date. At a postoperative visit, a radiograph image revealed a screw fracture. The screw shank broke at the neck of the tulip head. Revision surgery has not been scheduled.